Event description:
It was reported that during a cryo ablation procedure, electrodes on the mapping catheter became stuck in the heart and it was unable to be retracted into the balloon catheter. The balloon catheter was placed near the mapping catheter which resolved the issue. It was then reported that electrodes one and two appeared broken and were unable to display signals. Despite the issues, the case was completed with cryo. Upon inspecting the mapping catheter after removal, it was observed that all electrodes were intact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: an image file and the 990063-020 mapping catheter with lot number 228260001 were returned and analyzed. The image showed the mapping catheter after the procedure. The reported issue was not observed in the log/data/multimedia file. Visual inspection of the loop segment area showed that the loop was kinked and ribbed near the electrodes one and two. Visual inspection of the electrodes showed that the electrodes one and two were displaced from the original locations. The functional test was performed using a multimeter and the mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed the electrocardiogram (ECG) electrodes one and two to pins one and two were open circuits. The rest of the channels were normal. Dissection of the suspected electrode related to the noise revealed the electrode wires were broken from the welding at electrodes one and two. In conclusion, the reported issue of entrapment occurred during the procedure. The mapping catheter failed the returned product inspection due a kink observed at the tip/loop of the pebax tubing, a broken electrode wire observed at the weld, and a tear observed at the tip/loop of the pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.